Event description:
It was reported the operating room staff powered the coblator ii surgery system on. Inspection of the unit revealed the display screen remained dark even when the unit was on. The event occurred during procedure set-up. No pt involvement was reported.

Manufacturer narrative:
The pt's identifying info was requested but not received.